Event description:
Reporter stated that an insulin cartridge shattered in the device's cartridge compartment, causing insulin leakage. Reporter indicated that there was no apparent damage to the cartridge prior to inserting it into the device. Additionally, he reported that the device has been generating recurrent cartridge/adapter alerts. Patient's blood glucose was not affected and no treatment was received.